Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer 5 was not sensing closed and powered off the unit to perform further inspection. A field service engineer (fse) removed the drawer and found that the left side slide had failed and damaged the cable connected to the closed sensor. The fse replaced both the damaged slide and the affected cable, after which testing using the hardware test application confirmed proper functionality. The fse also verified that recovery and inventory were successfully completed. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failure occurred. The drawer failed to stay closed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.